Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, e1, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the device failed the sample mesh test. The cutter was damaged, and the unit was out of calibration. The cutter was replaced, device recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the meshing of the grafts it was detected that too much pressure is exerted on the plate and the graft is dragged. There is no information provided regarding the timing of the event. It was stated that there was no patient involvement or harm. Due diligence is complete. No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: spain.